Event description:
The study indicates that on oct 1, 2007 the pt had a target lesion revascularization due to 80% restenosis. The target lesion was revascularized using a 3.0x 16 mm taxus stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any addititional info will be submitted within 30 days of receipt.